Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600i chemistry analyzer and identified the failure mode as a defective carbon bridge. The fse replaced the carbon bridge to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) and chloride (cl) results for forty (40) patients on their dxc 600i clinical chemistry analyzer. The customer stated initial na and cl results were consistently low, with sodium readings varying from 119 to 124 when samples were rerun on another instrument. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.